Event description:
Customer reported that the touchscreen of their device was cracked, unresponsive, and unreadable. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.